Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a 5mm aneurysm at the basilar artery (ba) tip, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / unknown lot) was the second to last coil that was implanted before the final 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16046) became stuck during insertion through the concomitant sl-10® microcatheter (stryker); the coil became unraveled and could no longer be advanced. The concomitant microcatheter and the coil were removed. During the removal, the implanted coil was pulled out with the concomitant microcatheter/coil unit. No information was available regarding possible coil entanglement. The entire coil was removed without any additional intervention required. Continuous flush was maintained through the microcatheter. The procedure was considered complete without the implantation of the final coil. There was no blood flow restriction or reduction as a result of the reported event. There was no report of any patient adverse event, complication or any clinically significant delay in the procedure. Images were included with the complaint. There was no report of any patient adverse event or complication. The images that were included in the complaint underwent an independent physician review. The physician review is documented as follows: "I have reviewed the case and the images that were provided. There is very limited information related to this case. While it is hard to determine a conclusively due to the limited information, I suspect based on the provided information, the issue reported occurred because the second to last coil either did not clear the tip of the microcatheter prior to detachment or after detachment it re-entered the tip of the microcatheter. This is not an uncommon event nor is it an event that is specific to cerenovus coils. The issue that occurs is if the tail of a previous coil is within the tip of the microcatheter, as a subsequent coil is attempted to be delivered, the two coils lock together in the tip of the microcatheter due to an ¿interference¿ modeling. When that happens, it is nearly impossible to withdraw the coil without stretching it, and when you attempt to remove the microcatheter both coils are removed with it. Again, this is not an issue specific to cerenovus coils nor is it an issue with the coils themselves. This is a technical error that can occur ¿ most commonly at the end of the procedure when it is difficult to visualize the tip of the microcatheter secondary to the coil mass." Physician name and date reviewed: (B)(6), march 19, 2020 based on complaint information, the device was not available to be returned for analysis. The lot number is not available. Device history record (DHR) review could be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil stretching / unraveling is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. This coil was previously implanted in the target lesion. There was no information available regarding possible coil entanglement with the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16046). Per the independent physician review, with limited information available, it cannot be conclusively determined the exact cause. It is not known if this coil cleared the tip of the microcatheter prior to its detachment or after detachment. It is possible that the tail of this coil may have re-entered the tip of the microcatheter and when the final coil was being advanced in the microcatheter in the attempt to have it delivered, the two coils may lock together in the tip of the microcatheter due to an ¿interference.¿ when the final coil and the concomitant microcatheter was being removed, this second to last coil was pulled out and removed with the final coil. Coil stretching / unraveling when this happens is almost impossible to prevent. The lot number of the device is not known, therefore review of the device history record was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00059 and 3008114965-2020-00071. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a 5mm aneurysm at the basilar artery (ba) tip, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / unknown lot) was the second to last coil that was implanted before the final 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16046) became stuck during insertion through the concomitant sl-10® microcatheter (stryker); the coil became unraveled and could no longer be advanced. The concomitant microcatheter and the coil were removed. During the removal, the implanted coil was pulled out with the concomitant microcatheter/coil unit. No information was available regarding possible coil entanglement. The entire coil was removed without any additional intervention required. Continuous flush was maintained through the microcatheter. The procedure was considered complete without the implantation of the final coil. There was no blood flow restriction or reduction as a result of the reported event. There was no report of any patient adverse event, complication or any clinically significant delay in the procedure. Images were included with the complaint. There was no report of any patient adverse event or complication.